Event description:
It was reported that during an open gastric bypass procedure, during the second firing the device stapled, but did not cut; doctor was using peristrips. A second device was used to complete the procedure, and it did not have problems, so peristrips were not the issue. The pouch was smaller than desired. Dr had to oversew stapleline which added one hour to the procedure. One device is being returned.